Manufacturer narrative:
A device history record review was completed for provided material number 303129 and lot number 240416. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) unopened needle samples were returned for evaluation by our quality team. The needles were used to penetrate a laboratory vial and no difficulties were identified. The needles were then microscopically examined and no particles from vial stopper fragmentation were observed and the bevels were well-formed. At this time, a cause related to the manufacturing process could not be determined for the reported incident. Based on the preventive measures in place, we believe it is unlikely that the reported incident resulted from poor or insufficient de-burring of the cannula component. It is possible that the stopper conditions (ask your supplier for material changes as well as recommendations of storage in case humidity and/or temperature affects the fragmentation of the rubber) and the handling of the product had a role in the reported incident. As this needle has a short bevel, it should penetrate the vial stopper at a ninety-degree angle to minimize the risk of coring. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles; needle cores. The following information was provided by the initial reporter, translated from spanish to english: when the needle is inserted into the rubber stopper of the vial, the needle breaks the rubber and breaks off pieces into the medication.